Event description:
The patient presented to the emergency room complaining that his stimulation system was "going off" and the stimulation was intermittent. The pt didn't report any incident related to the complaint. The hcp indicated the pt presented with bouts of forceful coughing. No outcome was reported. Additional info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to the FDA if additional info is received.